Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer¿s current blood glucose value was 320 mg/dl. The customer also mentioned other blood glucose values such as 79 mg/dl, 119 mg/dl, 218 mg/dl, 64 mg/dl. The customer did experience symptoms such as nausea due to high blood glucose value. The insulin pump will not be returned for analysis.